Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
Customer reported via phone call failed battery alarm message on the insulin pump. Troubleshooting was performed but not completed since customer did not have a new battery available. Customer advised to buy new energizer batteries and to clean battery cap with isopropyl alcohol. Customer advised to properly insert new battery to avoid failed battery test alarm.